Manufacturer narrative:
Date of event is unknown. The best estimate time would be between 10/07/2021 and 02/03/2022. The intraocular lens (iol) has not returned for evaluation; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had the intraocular lens (iol) explanted from her right (od) operative eye due to dysphotopsia (visual disturbance). The patient cannot see anything at night due to halos. The issue was first identified during post-op examination and noted that patient's daily activities significantly affected. Patient also sought medical attention, but no medication was prescribed. No other surgical interventions indicated. Reportedly, the patient is fully recovered. No further information is available.

Manufacturer narrative:
Corrected data: upon further review it was noted that an incorrect name (byran bayne) was provided as complaint reporter in section e. Correct complaint reporter should be jason leng, the healthcare professional. Field below is updated. Section e1: complaint reporter: (B)(6). Additional information: section d9: device available for evaluation: yes . Section d9: return to manufacturer: 2/28/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half with a haptic damaged and detached. The lens was cleaned and, no issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut into two pieces w/ one detached haptic), no further product evaluation could be performed on the lens. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.